Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer reloaded the cartridge in an attempt to resolve the issue, however insulin gauge remained inaccurate. Customer declined further troubleshooting from tandem technical support, and reportedly continued to use the existing cartridge. Customer¿s blood glucose level was 191 mg/dl.